Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and calcified superficial femoral artery (sfa). A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.